Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (21 mg/dl) in the morning. Customer stated they believe low blood glucose levels are due to pump settings being adjusted daily by their nurse practitioner. Customer ate peanut butter to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.